Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the iliac artery. A 5x80x120 epic¿ stent was selected to treat the lesion. The stent was found broken under the fluoroscope so the device was withdrawn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The target lesion was located in the iliac artery. A 5x80x120 epic¿ stent was selected to treat the lesion. The stent was found broken under the fluoroscope so the device was withdrawn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an epic stent delivery system (sds) with no other devices. There was blood on the handle and between the shafts. There was no damage or irregularities to the handle. There were numerous kinks throughout the inner shaft. The outer shaft was kinked 10cm from the markerband. The stent was returned inside the sds. The stent was successfully deployed during analysis. Microscopic examination revealed that there was blood on the stent but no damage was identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).